Event description:
Home pt (hp) contacted baxter's technical service center for assistance during apd therapy. At time of call, hp reported pain in the right collarbone area during drain 2/4. Hp indicated to the tech that pt had not addressed the fluid level in the pt line prior to connecting. Hp was advised to contact their healthcare professional and therapy was continued. Follow up with hp's rn indicated no pt injury or medical intervention reported.